Event description:
Healthcare professional reported a right side implant exchange from textured to smooth. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on radius side assessed as unidentified (tear) opening. Shell thickness within specification. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d9, g4, h3, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth. Healthcare professional later reported rupture. Device has been explanted and replaced.